Event description:
It was reported that the 9900 system rebooted during case. When the reboot was complete the 9800 system imaged, but the customer complained that the image was grainy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb and video controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.